Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. In addition, during the removal, it was noted the right ventricular lead had separated between the proximal and the distal electrode. There no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.